Event description:
It was reported that during a da vinci-assisted surgical procedure the large hem-o-lok clip applier instrument would not rotate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument would not rotate correctly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The instrument exhibited imprecise motion. Root cause attributed to a cracked clamping pulley. Additional observation(s) related to customer reported complaint was that the instrument was found to have a cracked clamping pulleys inside the housing. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion and would not rotate correctly. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.